Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing and misaligned markers on the electrogram (egm). Technical services (ts) was contacted, and ts discussed troubleshooting steps. Ts noted the undersensing was difficult to confirm with the misaligned markers and discussed refractory periods and programming. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing and misaligned markers on the electrogram (egm). Technical services (ts) was contacted, and ts discussed troubleshooting steps. Ts noted the undersensing was difficult to confirm with the misaligned markers and discussed refractory periods and programming. The s-ICD system remains in service. No adverse patient effects were reported.